Event description:
During a pta/stenting treatment procedure to dilate a lesion in the iliac, deployment difficulties were encountered. The physician had advanced the wallstent to the target lesion and attempted to deploy it. Difficulty with deployment was experienced, however, the physician was satisfied with stent placement and delivery device was removed. Post procedure xray films revealed that the wallstent was now located within the sheath instead of at the target lesion. The sheath was removed with the wallstent inside. Another wallstent was used to successfully complete the procedure. The patient is reported as 'fine' following the procedure.